Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion and a perforation occurred. The lesion was bifurcated at the left anterioir descending (lad) artery and diagonal artery intersection. The vessel was predilated with an unk size maverick balloon. The physician was attempting to implant a taxus express2 2.5 x 8mm drug eluting stent when a small perforation to the diagonal artery occurred. The pt went directly to the operating room for a lad/diagonal bypass. The pt outcome is unk.